Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The customer also reported no delivery alarms occurring on the insulin pump. The mother stated the customer's blood glucose declined to 297 mg/dl. The mother was advised to call back when they had the insulin pump present. The mother declined to return the insulin pump for analysis.